Manufacturer narrative:
(B)(4). Damaged articulation connector. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device fired properly during testing. The articulation feature was noted to be non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the connector articulation was noted to be broken. Please note that in order to articulate the device, pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was slow to engage the entire case (pressed the trigger and slow to start), and like it needed some time to get up to speed. The last firing, #10, it sounded like it started but quickly stopped and would not continue to the firing sequence. The reverse button was used to unlock the device and open the jaws. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Damaged articulation connector. Additional analysis was performed on the returned device: the device was returned with the articulation connector fractured in two pieces at the post where it is connected to the distal channel retainer. The fracture of the larger section of the articulation connector was examined and analysis of the part showed it failed as a result of intergranular failure. This mode of failure can occur in stainless steels from improper heat treatment or more commonly when it is exposed to a corrosive environment while under stress. The region around the fracture contained several areas of corrosion product indicating that the part had been exposed to a corrosive media, most likely saline, body fluids or disinfectant applied after surgery. It is unclear from the event description whether the connector failed during use or whether the device malfunction occurred independent of this fracture. The presence of corrosion in the region around the connector indicates that a corrosive media was present at some point in time. The most likely source of the corrosion was a disinfectant applied to the device or saline used in the procedure and then the instrument was inserted into the shipping bag and sent back for analysis. The combination of the corrosive media coupled with the components being under some residual stress while stored in a sealed bag caused the component to fracture.